Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy effluent. The cause of peritonitis was unknown. The patient was hospitalized for peritonitis; however, it was not reported if the patient was treated for this event. At the time of this report, the patient remained hospitalized; however, the patient was recovering from cloudy fluid and patient outcome for peritonitis was unknown. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
B5: upon follow-up, it was reported that the patient was discharged from the hospital and has recovered from the event (on an unknown date). Should additional relevant information become available, a supplemental report will be submitted.